Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry. Programming changes were made to resolve the issue. The patient condition was stable.